Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established for the white residue in the air/water supply channel and in the auxiliary water flow channel, and for the burned tip on the c-cover insulation, burned distal end plastic cover components. The most probable cause is attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service technician identified white residue in the air/water supply channel, white residue in the auxiliary water flow channel, a burned tip on the c-cover insulation, and burned distal end plastic cover components. There was no patient involvement.